Manufacturer narrative:
The actual hand piece device has been returned and evaluated. Reliability engineering evaluated the device and the reported condition was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.(B)(4).

Event description:
It was reported that the hand piece device "was not running properly and running hot during pre-testing." The reported condition was not related to a surgical procedure. The reporter confirmed that the planned surgical procedure was completed without delay as a spare identical device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.